Event description:
During the implant procedure, after the right atrial (ra) leadless pacemaker (lp) was successfully fixated, it could not be released from or re-docked to the delivery catheter. The ra lp was removed, and a new ra lp was successfully implanted to resolve this event. The patient was stable.